Manufacturer narrative:
Parts have been ordered and the repair will be completed once the parts are received.

Event description:
It was reported by service report that the brakes were not holding. No patient involvement or adverse consequences are reported.